Event description:
Blunt needle shoots fluid out the side of the needle when under pressure. This is at 90 degrees near the needle's base, not at the tip where fluid comes out on both sides. Medication can possibly shoot into the staff member's face.